Event description:
Description: failed to provide treatment and services and exercised a gross lack of medical oversight by a licensed dentist, resulting in incomplete treatment, creation of bruxism and tmj.